Manufacturer narrative:
(B)(4). The precaution section of the instructions for use states the following: "as with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted."

Event description:
A user facility report was received by gore (B)(4) which reported a (B)(6) female patient who underwent a total hysterectomy, bilateral salpingectomy posterior repair with left unilateral sacrospinous fixation of apex. The surgeon utilized the capio open access device with the gore-tex needle. The bullet segment of the needle was deployed into the right ischial spine and sacrospinous ligament and while suturing it was noted that the bullet had become detached. Attempts to find the same was to no avail.

Manufacturer narrative:
One suture was returned to the histology facility in the w.l. Gore science center in (B)(4). The images show the returned device is consistent with the reported complaint of needle separation (curved needle still attached, bullet needle not present). The length of the fiber was measured to be ~ 118 cm (46.5 in), which is slightly shorter than the densifier suture process length (labeled length = 48¿). Since the bullet needle was not retrieved, the needle could not be evaluated. The free end of the fiber was imaged to further investigate. The end did not appear to display characteristics consistent with a typical needle pull out (i.e. It had no frays, no striation marks, and no surface disturbances). The end appeared to be slightly tapered and very smooth, suggesting that it may have been cut and potentially smashed which is consistent with the fiber length that was measured to be shorter than specification. 100% of attachments undergo an in process test at needle attach to ensure that every attachment meets tensile strength requirements. Additionally, each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. The suture hazards analysis, design fmea, and process fmea already address the failure modes and hazardous situations resulting from needle separations and retained needles, and the hazards analysis also already addresses harms resulting from incompatibility with the capio device. The root cause of the needle separation was not able to be identified. Needle separations are typically caused when the needle is subjected to forces exceeding the tensile strength of the needle attachment.